Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited inappropriate shock due to multiple noise reversions. Secure sense delayed therapy but ultimately, the noise frequency was faster than the secure sense and the device delivered atp therapy. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.